Event description:
The complaint involved a pt who underwent hip revision surgery on (B)(6) 2014. This surgery was the third surgery after one previous revision and occurred because of possible joint dislocation. The first surgery occurred on (B)(6) 2006, the first revision surgery occurred on (B)(6) 2007. In 2007 the original femoral cocr head and acetabular insert was revised. On (B)(6) 2014, the original k1 monoblock stem, size 6, and the femoral cocr head and acetabuar insert from the first revision and replaced by non-omni product except for the femoral cocr head which was revised to an omni head of a larger size.

Manufacturer narrative:
The complainant made no indication of any omnilife science device malfunction or deficiency related to the identity, quality, durability, reliability, safety, effectiveness or device performance contributing to the adverse event. Review of the mfg and sterilization documentation for the explanted devices revealed no deviation from process or non-conformity of product that would have caused the adverse event.